Event description:
It was reported that the patient passed out due to possible lack of pacing and experienced a fall. It was noted that the right ventricular (rv) lead exhibited oversensing of noise. The pocket was reopened and the lead was tested. It was determined that there was a loose setscrew, and the lead was reconnected to the device with good parameters. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.